Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between june 11-12, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the bladder had ruptured. The reported condition was verified. The cause of the issue could not be determined; however, the bladder rupture may be due to inherent variation in the material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor had burst and the drug leaked all through the case. This was observed during patient infusion. The device contained 4800mg cefepime (aft) in sodium chloride 0.9% for a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.